Manufacturer narrative:
E3: occupation: service lead for radiology. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the device was inserted as normal. However, when it was pulled back to add tension, it just pulled straight out of the artery with the plug. A CT scan showed a pseudoaneurysm. The patient sustained a minor injury and recovered without follow-up treatment. Additional information was received on 29 jan 2025: procedure prior to angio-seal was s a cerebral mechanical thrombectomy. An 8f procedure sheath was used. Access was under u/s guidance, as per department technique a 6f sheath if put in first and then upsized to an 8f. A pre-deployment angiogram was performed. Hemostasis was achieved hemostasis achieved, with manual compression and safeguard compression. The patient was stable. Blood loss was none. A pseudoaneurysm formation. No concomitant medical products used. Patient had been on tissue plasminogen activator (tpa) infusion for their stroke treatment and was also being treated for atrial fibrillation (af). The angio-seal was used as per manufacturer guidance. Pre-puncture the site is also fluoro imaged to check that the puncture will be below the inguinal ligament by imaging the femoral head and proposed puncture site. The puncture site was the common femoral artery. Compression and then a u/s guided thrombin injection after 48 hours. The puncture was very straightforward, and did not anticipate any issue deploying this angio-seal. It seemed to fall apart when deploying. The string was pulled and pushed down the sheath all fell out.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal vip device was returned. The returned sample includes the carrier tube, hemostasis sheath, and header bag. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated and the suture, tamper tube and collagen are fully deployed. The collagen was not tampered with. Additionally, the anchor appears to have fallen off between the complaint event and inspection of the device as the end of the suture was frayed and the anchor was not present with the sample contents. The complaint can be confirmed for a partial deployment pullout. The exact root cause could not be determined. The likely cause was determined to have been a positioning issue of the sheath tip leading to the anchor being deployed in subcutaneous tissue and not within the vessel. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).